Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of pictures of the explanted head. Photographs of the explanted head and liner were provided. Evaluation of the photos revealed black debris in and around the head neck taper. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk cup, unknown m/l taper stem, liner 10 degree elevated rim 32 mm i.d. # item 00631005032 lot 61267527. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent femoral head revision due to pain suspected trunnionosis, and suspected pseudotumor on the greater troch. After opening the joint, they found milky fluid and black buildup on the trunnion and femoral head consistent with trunnionosis.